Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon was performing a procedure on (B)(6) 2013 using modular hip screws. After surgeon inserted two screws, both screws broke around the screw head. Surgeon left the broken screws implanted in patients foot. No further information is available at this time. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The measurable dimensions could not be checked. The broken off shaft could not be removed out of the patient. The examination of the raw-material testing certificate and the manufacturing paper showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation of the screw shows no irregularities. The screw head does not show any visual damage. This complaint is indeterminate from a manufacturing standpoint. The manufacturing records were reviewed and no complaint related issues were found. The shaft of the screw was implanted on (B)(6) 2013. The heads were not implanted. Device is not distributed in the united states, but is similar to device marketed in the USA.